Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the batteries and power supply was required to be replaced. Once replaced, the imaging system then passed the system checkout and was found to be fully functional. The batteries and power supply was returned to the manufacturer for analysis, however, analysis was not completed at the time of filing. Concomitant medical products: other relevant device(s) are: product ID: 9735787; product ID: 9735773. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system will die immediately when unplugged from the wall. This will occurred even after being plugged in for hours. The system is plugged in while being stored. There was no patient present when this issue occurred. The suspected cause is likely to be a bad battery.

Manufacturer narrative:
Product ID: 9735773, lot number:18150234; product ID: 9735787; lot number: 1814. Both returned batteries preformed to specifications. There were no failures found with either returned battery. If information is provided in the future, a supplemental report will be issued.